Event description:
It was reported by the customer that the needle will hang out of the chamber after being injected into the vein once it has been retracted. No information was received regarding any serious injury as a result of this product issue.